Manufacturer narrative:
Device investigation: result: the coil was detached from the pusher assembly and stuck inside the coil introducer sheath. The coil was flushed out of the introducer sheath during decontamination. The proximal constraint ball was inside the distal detachment tip (ddt) and the coil stretch resistant (sr) wire was broken at the proximal end. The pet lock at the proximal end of the coil was intact. A demonstration detachment handle was connected to the pusher assembly and actuated. The coil proximal constraint ball was released from the ddt and detached as expected. It appears that the coil detachment mechanism was fully functional. Conclusion code 68: the complaint has been evaluated. The complaint indicates that the penumbra ruby coil was deployed and would not detach. The coil was retracted into a microcatheter and removed from the body. Evaluation of the returned device was inconsistent with the description of the complaint. Typically, if an attempt to detach the coil was made, the pet lock at the proximal end of the coil would be broken, indicating that the detachment handle was placed and actuated but the coil would not detach. The returned coil proximal pet lock was still intact, indicating that no detachment attempts were made. The coil was detached from the pusher assembly due to a break in the coil sr wire. During evaluation, the coil proximal constraint ball was released as expected during detachment with a demonstration handle, indicating that the detachment mechanism was fully functional. Additional information about the complaint indicated that the physician pulled forcefully on the coil when removing the device from the patient, causing the sr wire to break and the coil to detach inside the introducer sheath. The cause of the issue described in the complaint cannot be determined from the returned device. These devices are 100% functionally test during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization for an abdominal aortic aneurysm using ruby coils. The physician deployed a ruby coil and was unable to detach it. The ruby coil was removed from the body and the procedure continued. There was no report of an adverse effect on the patient.